Event description:
It was reported that during use in oral surgery, the bur guard fell off the drill into the patient's mouth. All parts were retrieved and there was no injury associated with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the bur guard was received for investigation. A visual examination of the unit found the o-ring missing. Further investigation found the bearings worn and that the bur guard was repaired by a third party facility.